Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the surgical intervention was undertaken the ipg was explanted and replaced. This addressed the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
It was reported the patient¿s ipg wouldn¿t communicate with external devices. Manufacturer's representative met with the patient and confirmed the ipg was inoperable. In turn, surgical intervention may be pending to address the issue.